Event description:
It was reported that the patient's right ventricular (rv) lead had an increase in impedance and threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There was arecorded patient alert for out of tolerance sub-threshold lead impedance of (B)(6) 2012 and (B)(6) 2012. The weekly pacing lead trend data shows an increase from minimum and maximum ventricular bipolar pacing impedance of 855 to 3990 ohms range between (B)(6) 2012.